Event description:
It was reported that insulin leaked from the reservoir, coming out from the top of the reservoir where it connects to the insulin pump. The customer removed the reservoir and filled a new one, but she used the same tubing. She noted that using the same infusion set led to vent blockage. The blood glucose reading was 236 mg/dl. The customer stated that the reservoir was discarded, not used. She stated that no visible liquid was observed inside the insulin pump. She reported that no physical damage was observed on the reservoir, but it seemed "wiggly." The caller was advised that the reservoir be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.